Manufacturer narrative:
Block d6b: explant date: 2 weeks ago from (B)(6) 2026.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.